Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable high result for 1 patient sample tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result was 578.3 pg/ml with a data flag. The initial result was reported outside of the laboratory and as a result the patient was given a dose of solatol. The patient was already an inpatient in the cardiac ward when the initial erroneous result was obtained. The sample was repeated and a troponin t hs stat result of 23.61 pg/ml with a data flag was obtained. A new sample was collected about 6 hours later and a result of 24.37 pg/ml with a data flag was obtained. There was no allegation of an adverse event. The troponin t hs stat repeat result and the result from the later collected sample are both comparable and are deemed to be correct. The troponin t hs stat reagent lot was 245180 with an expiration date of 30-sep-2018. The field engineering specialist performed a mechanical evaluation and found that the pinch valve tubing was due for replacement. He replaced the pinch valve tubing, but the analyzer failed subsequent performance testing. The investigation is currently ongoing. The customer is not aware of any further questionable results.

Manufacturer narrative:
Further investigation showed that the customer¿s analyzer had maintenance items that were overdue. The sipper nozzle seal that the field engineering specialist had replaced was due for replacement. The specific problem with the seal could not be verified. This event appears to be isolated in nature with no indication of a systemic failure of a roche product.

Manufacturer narrative:
The field engineering specialist replaced the syringe assembly and a sipper seal. He performed a high voltage adjustment and the subsequent performance testing was acceptable.